Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected prime alarms noted. Insulin pump passed displacement test, rewind test and basic occlusion test. Insulin pump was unable to prime during prime test due to loose and flush drive support disk noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and white paint spray on case.

Event description:
Customer reported his insulin pump is receiving a prime alarm. Customer's blood glucose was unknown. The device was dropped on the floor a few days ago. The drive support cap was sticking out. Customer was advised the possible cause of the alarm was the force sensor not detecting the reservoir during seating. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.